Event description:
Caller alleged discrepant inratio precision results compared with lab. Results are as follows: date (B)(6) 2013, inratio 1.7, inratio re-test 4.0. Date (B)(6) 2013, inratio 1.0, inratio re-test 3.5. Therapeutic range: unknown. Time between tests: unknown.

Manufacturer narrative:
Investigation pending.